Manufacturer narrative:
The reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Attempted to perform control solution testing, however, the test did not fire properly (dnf). The returned reader was de-cased, an extended investigation was performed on returned reader pcba (printed circuit board assembly); no issues were observed upon visual inspection. Control solution testing was performed during phase 1 and observed that the reader did not fire. The strip port was investigated and debris were observed which did not impact the functionality of the strip port to recognize strip insertion. Upon further inspection it was found that the pin 3 was moved freely when pressure was applied. A multimeter was used to perform the continuity test and observed an open pin. Pin 3 was reflowed and control solution test was re- attempted and results were satisfactory. The passing of the control solution test after reflowing the pin indicates that the poor soldering to port pin caused the strip to not make correct contact with the returned reader electronic circuitry which caused the port to be unable to fire. Therefore, issue is confirmed due to poor solder on strip port pins. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, the customer experienced symptoms of hypoglycemia such as sweating and had difficult to perceive surroundings. The customer was given treatment of apple juice and resorbin that was provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, the customer experienced symptoms of hypoglycemia such as sweating and had difficult to perceive surroundings. The customer was given treatment of apple juice and resorbin that was provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.